Manufacturer narrative:
Upon receipt, the programmer and monitoring device including programming head were visually and mechanically inspected. Analysis revealed the power plug of the programming device was not present upon return and therefore, must have been pulled out before. The device, in particular the power plug mechanic, is designed to be fully functional when it is used for every day plug and remove scenarios. Therefore, the damage symptoms indicate that the plug was pulled out due to an application of an unusually strong force. The power plug itself was not returned for analysis, so the investigation is based on the programming device. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that clinical staff received an electrical shock presumably due to a damaged port of the device. The device was returned to biotronik for analysis. No event date was provided.